Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with total abdominal hysterectomy and bilateral salpingo-oophorectomy due to stress urinary incontinence and pelvic organ prolapse.

Manufacturer narrative:
Date sent to the FDA: 10/08/2015. Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with vaginal hysterectomy/ bso, rectocele repair, mccall culduloplasty, and cystoscopy due to pop with rectocele and genuine sui. It was reported that the patient underwent a cholecystectomy on (B)(6) 2004. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.